Event description:
The customer reported noticing a growing number of * flags on enzymes and bun results involving the beckman coulter au480 clinical chemistry analyzer. The customer stated that multiple patient results for alt (alanine aminotransferase) and ast (aspartate aminotransferase) were generated with * flag, on multiple days, involving the au480 instrument. The * flag denotes linearity error in rate reactions and is generated when the rate of a reaction varies by more than the defined percent variance. The customer stated that there was an abnormal reaction curve detected and the instrument started generating * flags after the first 6-month pm (preventative maintenance) was performed. The customer also indicated that the instrument generated "rate reverse reaction check error" and "linearity check error" messages along with the * flag. This report references the event which occurred on (B)(6) 2013. Please see medwatch report #9612296-2013-00076 for the report of the event which occurred on (B)(6) 2013. No erroneous patient results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer could not provide the specific number of patient results that had been flagged for this event.

Manufacturer narrative:
A beckman coulter cts (customer technical specialist) assisted the customer with troubleshooting over the phone. The customer checked the sample and reagent syringes and noted condensation on the syringes which were then cleaned. The customer checked the lamp and stated that the lamp was only at 200 hours and was replaced on (B)(4) 2013; a review of photocal history indicated that the lamp change on (B)(4) 2013 dropped recovery at 340nm wavelength. Following the pm (preventative maintenance) performed on (B)(4) 2013, a continued increase in recovery across wavelengths was noted. The customer proceeded to replace the lamp to resolve the issues. No further * flags or "rate reverse reaction check error" messages were generated following lamp replacement. Failure mode is attributed to premature lamp failure and the customer resolve the issue by replacing the lamp.